Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lcd lens, and a worn dso seal. Review of the event history log is not applicable. To conduct functional testing a pressure test was performed. Upon testing, the reported problem was duplicated, the pressure did not rise above 5 psi and the dso sensor did not trigger an alarm when the downstream flow was occluded. It was determined that fluid ingression of the camshaft, expulsor and valves was the root cause. The camshaft, expulsor, and valves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm. The device did not build up pressure. It is unknown if there was patient involvement, no adverse patient effects were reported.